Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). S4 pre-bent rod broke, so it had to be changed. During removal of the rod, the inlay became loose so the screw had to be changed as well.